Event description:
This lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2011 due to marginal impedance (240 ohms) and poor sensing (0.4mv). The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).